Event description:
It was reported that a delay in treatment and an adverse event occurred. A 3.50 x 12mm synergy megatron stent was selected for treatment. The synergy megatron was not able to cross the lesion. It was reported that the inability to cross the lesion resulted in a significant delay in the procedure, resulting in an unknown adverse patient event.